Manufacturer narrative:
Inspection: pri tubing model: 2426-0007, lot: unknown. The returned used administration set (model 2426-0007; lot: unknown) was received in good condition attached to a used empty 500ml braun bag, lot #j0p262, exp date 05/23, oxaliplatin in 5%dextrose. A non-bd syringe adapter was attached to the distal male luer. The returned administration sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Lvp sn (B)(6). The device was received in fair condition. The instrument seal was intact. However, multiple ¿void¿ marks were visible upon removal indicating previous removal. Dried fluid was observed on the male iui, inside door, on the rear case under the female iui, and inside the rear case. Dried fluid and debris were observed on the female iui. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Bezel was observed in good condition (date code: april 2019). Log analysis results: the customer reported an event date of (B)(6) 2021 at 12:00 pm. Review of the pcu error log showed no errors were recorded on the reported event date review of the pcu event log showed the pcu was powered on at 8:49 am on (B)(6) 2021; new patient and same profile were selected. At 9:41 am, the suspect device received a remote IV of an unknown medication (drugid= 849) at a rate of 283.5 ml/hr (vtbi= 567 ml). At 11:42 am the infusion completed; device was kvo (rate= 5 ml/hr). At 11:49 am, the device was selected and programmed the vtbi for 50 ml (rate= 283.5 ml/hr). At 11:57 am, the device was selected and programmed the vtbi for 50 ml (rate= 283.5 ml/hr). At 12:07 pm, the infusion completed and the device was channeled off. At 12:10 pm, the device alarmed for flo stop open (2 seconds). At 12:14 pm, the suspect device received a remote IV of an unknown medication (drugid= 628) at a rate of 364.333 ml/hr. At 1:44 pm, the infusion successfully completed and the device was channeled off. Total volume infused= 1196.6 ml. Test results: pri tubing model: 2426-0007, lot: unknown. Functional testing was performed on the returned administration set. No anomalies were observed. Lvp sn (B)(6). Timed rate accuracy testing (dir 10000360036) was performed using the source device sn (B)(6) and the returned pcu sn (B)(6) to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Test method information: 1503-001-006-r rate accuracy test method (dir 10000360036). Device history review: lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 02/23/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of an under infusion was not identified. The customer¿s complaint of over infusion was not reproduced. Inspection of the device showed no anomalies testing showed the device was delivering fluids within specification. Inspection of the event administration sets showed no anomalies. Testing of the event administration sets showed no anomalies review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the suspect device successfully completed multiple remote IV of unknown medications at multiple rates before being channeled off. Total volume infused= 1196.6 ml the logs could not determine the amount of volume in the IV bag at the start of the infusion. The system was being used for treatment purposes.

Event description:
It was reported that the nurse programmed the pump through epic and started an infusion of oxaliplatin (eloxatin) 567mg (in 500ml bag) to be delivered at 284ml/hour, with an end time of 11:42. At completion of infusion when volume to be infused (vtbi) reached zero (0) there was approximately 50 mls remaining in the IV bag. Through rate/volume programming nurse kept the same rate of 284ml/hr and entered in the vtbi of 50mls to complete the infusion. There were no changes to patient condition, just extended the duration of the infusion to deliver the remaining 50ml amount. There was no report of patient harm. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, additional patient information not provided.

Event description:
It was reported that the nurse programmed the pump through epic and started an infusion of oxaliplatin (eloxatin) 567mg (in 500ml bag) to be delivered at 284ml/hour, with an end time of 11:42. At completion of infusion when volume to be infused (vtbi) reached zero (0) there was approximately 50 mls remaining in the IV bag. Through rate/volume programming nurse kept the same rate of 284ml/hr and entered in the vtbi of 50mls to complete the infusion. There were no changes to patient condition, just extended the duration of the infusion to deliver the remaining 50ml amount. There was no report of patient harm. Although requested, further information not provided.